Event description:
It was reported, the connecting tube exhibited connecting tube could not be connected to the channel connector in the reprocessing basin. The issue occurred during reprocessing. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that connecting tube was broken by external stress applied to lock lever of the tube, which made it impossible for the tube to be connected. Additionally, external stress on connecting tube may have been caused by applying force in the wrong direction. A definitive root cause could not be determined. The instructions for use warns the prevention method associated with the event as follows: preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.